Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the conductor coil was found deformed and the insulation damaged 17 cm distal to the is-1 connector pin, which is assumed to be the root cause of the clinical observations. These damages most likely resulted from a tight suture sleeve during the implantation procedure. Furthermore, several cuts into the insulation were found, which probably occurred during the explantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted due to noise and low impedances. No adverse patient events were reported. Should additional information be received, this file will be updated.